Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following field: h6. Correction on fields: e1 and h10. The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional non-reportable issue of flickering in the image intermittently while shaking the cable due to a defective receptacle was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not identified. However, it was likely that the cause was the failure of the circuit board. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that during maintenance, the video processor displayed a flickering/noisy image and colored lines. There was no report of patient or user harm due to the event. The device was returned to an olympus service center for evaluation. Inspection and testing found that the image displayed was intermittently flickering and not distinguishable due to circuit board failure. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
E1: cont'd - (B)(6) hospital. The device evaluation found dust inside the unit, and corrosion on the cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.